Manufacturer narrative:
As of this report the precise product part number has not been confirmed. The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted: "on or about (B)(6), 2010 the plaintiff was injured when a titanium toe plate" (product ID not provided) implanted in his right foot broke resulting in severe pain and the need for a second surgery on or about (B)(6), 2011 to remove and replace it." Additional information was reported by integra to include a precise product part number as well as clinical information regarding the alleged event. At the time of this report the additional information was not received.